Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported the burr became stuck in front of lesion . A 1.25mm rotapro was selected for use in the percutaneous coronary intervention (pci) procedure of the heavily calcified and stenosed left anterior descending artery (lad). During the procedure, the burr became stuck in front of the lesion but was able to be removed. The procedure was completed by using a wolverine balloon with no issues. There were no patient complications reported. It was further reported that the burr encountered a resistance on the wire during insertion.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported the burr became stuck in front of lesion . A 1.25mm rotapro was selected for use in the percutaneous coronary intervention (pci) procedure of the heavily calcified and stenosed left anterior descending artery (lad). During the procedure, the burr became stuck in front of the lesion but was able to be removed. The procedure was completed by using a wolverine balloon with no issues. There were no patient complications reported.